Event description:
It was reported to boston scientific corp that a polaris ultra ureteral stent set was being prepared for use in a ureteral stenting procedure. According to the complainant, when the stent was inserted through the guidewire, the stent was found to have a tear on the distal end. The stent was removed from the guidewire and the distal end became detached. The procedure was successfully completed using a second polaris ultra stent set. The pt was reported to be in "good" condition at the completion of the procedure.

Manufacturer narrative:
The lot number provided (12721191) was not confirmed; therefore, the device manufacture date and exp date cannot be determined. The device has been received, but an eval has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant info, a supplemental manufacturer's report will be filed. (B)(4).